Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, three curved openings on the anterior and posterior and calcification white particles in the shell. A leak test and microscopic analysis was performed which identified three sharp openings. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three sharp openings due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.